Event description:
It was reported that the patient underwent an unspecified back surgery using rhbmp-2/acs. In the 9 years since the surgery, the patient has had 18 mris, 6 CT scans, and a set of x-rays every year. The patient reports that bmp-2 "actually is the reason for the continued problems with my back." The patient is expected to undergo a revision surgery the last week of august. Reportedly, the surgery will remove everything that was implanted in the 2005 surgery. The doctor will "totally dismantle" all the work that was done on the patient by removing 6 screws, rods, nuts, and bolts as well as ... Shaving down the man-made bone ... That has ... Grown around my spinal cord and nerves." Per the patient, "now it's a scramble to save what nerves that can be saved in my back."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.